Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of tubing detachment of with six infusion sets. The event occurred on 25-jun-2024. The tubing was detached from the hub. Infusion sets were used for 6-10 hours. Patient replaced infusion sets. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).